Event description:
It was reported that air was present in the patient line of a patient¿s cassette during peritoneal dialysis therapy. The patient was noted to have experienced severe pain at the time of the observed air. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.